Manufacturer narrative:
(B)(4). During troubleshooting, the user facility¿s biomedical engineer (biomed) duplicated the issue. The cooler heater unit seems to maintain ok the majority of the time, but every once in awhile they get an audible and intermittent wrench alarm. This seems to happen about an hour after running then more often and only lasts for a second. The unit did not reach target of 34 degrees, stopped at 32 degree. The biomed did maintenance and all calibrations, issue still continued. Biomed spoke with manufacturer technical support for further troubleshooting discussions. Technical support recommended replace dual temp sensor and biomed ordered replacement part.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was set-up to maintain at 34 degrees, then observed an audible and intermittent wrench alarm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During follow up with the user facility biomedical engineer (biomed-manufacturer certified), he stated the unit was repaired and returned to clinical use. The defective part was scrapped by the biomed, no part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.